Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: our evaluation of the returned device was able to confirm the report that the blue hook had separated and/or detached. The returned tray consisted of one catheter. One blue hook was returned and it was attached to the catheter and was fully seated. The second blue hook was not included in the return. During the visual examination it was noted that the blue hook still attached was distorted from the hooks regular shape indicating force had been applied. On the side of where the blue hook is missing the catheter appears to be damaged and stretched approximately 4 cm. The inner diameter of the loading catheter was verified with a pin gauge and found to be within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. We could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The "blue retrieval wire hook" [loading catheter] was dislodged inside of the endoscope and it was not able to retrieve the barrel string [to load the barrel on the endoscope]. A new 6 shooter saeed multi-band ligator was opened and used to complete the procedure.